Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The xience prox is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified proximal right coronary artery. The patient presented with myocardial infarction (mi) before the procedure. After several pre-dilatation balloon inflations, a 3.0 x 28mm xience prox stent failed to advance and could not be implanted due to the stent struts becoming flared. Resistance was met advancing and removing the device and were due to the anatomy. During electrocardiography (ECG) a third degree atrioventricular block (av block) was noted as having developed due to the mi. A temporary pacemaker (usci electrode) was used to treat the av block. Patient remains in good condition. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported flared stent (material deformation) was confirmed. The reported failure to advance and difficulty to remove were unable to be replicated in a testing environment as they are based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.